Manufacturer narrative:
Medorn is a contract manufacturer and does not own the design of the device and does not sell the device to end users. When a failure occurs, medron assesses the device history record and the physical sample (when available). (B)(4).

Event description:
Customer received a field complaint ( rga nc 103202 )for a leaking catheter. It appears that the catheter was pinched with an instrument or forceps during implantation.